Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console would not calibrate. The iab had been inserted for over a month and the fiber optic sensor had been off and on throughout that time. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer transduced the central lumen at time, but that had not always offered the best waveform. They were then advised to attempt monitoring the central lumen again, but that ideally a separate arterial line would be a better option. The patient did not have another arterial line. They stated at that time the central lumen was offering a decent waveform. They zeroed the pump and continued therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated field(s): remove medical device - problem code, optical code / 3001. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.